Event description:
The customer reported that the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep verified auto tracking with copper filters. The system was tested and found to be working as intended and put back in service.